Event description:
New information received notes the atrial lead presented with a low voltage impedance anomaly. The lead was capped and replaced in a procedure on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported a patient's atrial lead presented with pocket stimulation due to a polarity switch. The lead was capped in a procedure on (B)(6) 2021. Post-procedure the patient was stable.